Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # unk.

Event description:
It was reported that during an exploratory laparotomy with antrectomy; retrogastric retrocolic gastrojejunostomy with placement of j-peg feeding tube procedure, the first firing of the device across the stomach was fine. The second firing was across the duodenum. The surgeon fired the device, cut the specimen side, released the device and the duodenum was wide open; no staples were present. The device was reloaded and fired across the duodenum to close the opening. The device misfired as no staples were deployed. The surgeon was unsure if the firing handle was actually squeezed on the third firing. To complete the procedure, the surgeon dissected the duodenum off the pancreas and hand sewed the closure. Or time was extended, but it was not known how long. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Additional information: batch # m5356m. Protruding staples the analysis results showed that the tx60g device arrived in good visual condition and with five reloads present. The reloads (b & c) were received fully loaded. The reload (d) was received fully loaded with staples present and all protruding. The reloads (e & f) were received fully fired. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. The device was tested for functionality with returned reloads (b & c) and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.